Event description:
Patient developed a surgical wound infection post back surgery. The wound had dehisced in a few places and the patient was taken back to surgery for incision and drainage of the thoracolumbar wound. The surgeon found retained sponge fibers that appeared to be infected. These were removed and sent to pathology. Patient was treated with antibiotic beads.